Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable creatinine result for one patient sample. The initial result was 236 umol/l and was reported outside the laboratory. The patient was "brought in on emergency" and a new sample was drawn. The creatinine result for the new sample was 72 umol/l. The first sample from the patient was then retested and the result was 69 umol/l. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative found the reagent probe was not being washed due to a blockage in the water rinse which he resolved. The customer ran a precision check and qc which were acceptable.